Event description:
There was an allegation of questionable results with the coaguchek vantus meter (B)(4) compared to an unknown laboratory methodology, and reportedly the patient gave herself a lovenox injection. On (B)(6) 2022 at 12:30 p.m., the patient's laboratory inr result was allegedly 2.1 inr. On (B)(6) 2022 at 1:40 p.m., the patient's coaguchek vantus meter result was 2.6 inr. The patient reportedly has a standing order for lovenox injections. Based on the laboratory inr result, the patient was reportedly directed to give herself a lovenox injection at home. The patient did not suffer any harm from the lovenox injection. The patient's therapeutic range was 2.5-3.5 inr. The patient declined to provide any additional information. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Replacement product was sent. Testing results (qc range = 2.1 - 3.3 inr): qc 1: 2.9 inr; qc 2: 3.0 inr; qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result was observed in the meter¿s patient result memory. Per product labeling, "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined. Initial reporter occupation is patient/consumer.